Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files and system history. The log file analysis showed that the proximity switch of the flat detector (fd guard) was activated after a corresponding command from the stand control module (scm). With the activation of the proximity switch, the system immediately stopped. The user then activated the emergency stop button and reset it shortly after. The control for fd lift movement on the scm is a rocker switch (only one direction (up or down) can be pushed at once). In this case booth switches where active simultaneously and one console was active after emergency stop reset which indicates a hardware issue (sticking) of the scm rocker switch. The customer decided not to exchange the scm at this time due to costs. Therefore, no further detailed investigation could be conducted. This kind of issue occurs rarely. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. Based on the customer's decision, no parts were exchanged. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During a procedure, the user reported that the receptor moved down without command. The receptor made contact with the patients face and it was reported that the patients false teeth were broken as a result. We are unaware of any medical treatment provided to the patient at this time. Siemens has requested additional information in order to conduct an investigation of the reported event.